Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had noise on the rv channel which led to pacing inhibition of approximately three seconds. It was noted that the patient, who is pacer-dependent, has been complaining of lightheadedness. It was later found that the patient had been undergoing surgery involving electrocautery at the time that the noise occurred.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. This device is included in the mid-life display of replacement indicators (11/27/08) product advisory population. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. If new information were to become available, this report will be further evaluated and updated.